Event description:
The technician alleged that the brake casters continue to roll slightly while in brake mode. No pt impact.

Manufacturer narrative:
The technician removed a wax build up from the brake casters and adjusted the brake casters to resolve the issue.